Manufacturer narrative:
(Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). The dentist reported that after 4 months dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved and the patient presented bone type ii.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that after 4 months dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 45 ncm of primary stability was achieved and the patient presented bone type ii.